Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 on 11 pm due to a high blood glucose level and diabetic ketoacidosis. The customer's blood glucose level was 460-495 mg/dl at the time of the admission. The customer was admitted to intensive care unit for three days. She was treated with insulin. The customer was not alleging that the insulin pump was under delivering. The customer also reported that she woke up one morning with blood glucose of over 600 mg/dl. Her friend drove her to the emergency room. She was treated with manual injection. The customer was assisted in troubleshooting. She stated that she was not using insulin pump system within 48 hours of the high blood glucose event. The insulin pump will not be returned for analysis.